Event description:
Event description cpi received information that after the patient underwent radiation therapy, the implantable cardioverter defibrillator (ICD) could not be interrogated using the quick start application. When mini application entered interrogation was possible and a 'possible device malfunction' message was displayed. Radiation exposure is contraindicated in the physician's manual for this ICD.